Manufacturer narrative:
The insulin pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Moisture damage was also found on the motor. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery could not be used for a long time. Customer's blood glucose level was unknown. The device will be returned for analysis.